Manufacturer narrative:
Lot# 21169. Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Limited information was obtained from follow up, and a material analysis could not be performed, so a definite root cause could not be determined. Conclusion: definite root cause could not be determined. However, it has been confirmed that the device was over 4 years old when the breakage occurred. Additionally, it was stated that the patient had hard bone. It is likely that these 2 factors contributed to the reported event.

Event description:
It was reported that during the surgery, the surgeon used the cannulated probe. When the surgeon tried to pull out the probe, tip of the probe broke. The surgeon could not remove the broken probe from the patient's bone.

Event description:
It was reported that during the surgery, the surgeon used the cannulated probe. When the surgeon tried to pull out the probe, tip of the probe broke. The surgeon could not remove the broken probe from the patient's bone.